Manufacturer narrative:
A button error alarm occurred due to moisture damage on keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.